Event description:
It was reported that death occurred. A concomitant procedure consisting of pulsed field ablation followed by left atrial appendage (laa) closure was performed. Transesophageal echocardiography (tee) was used to obtain measurements prior to ablation. After completion of the ablation, the laa closure procedure was performed using a watchman trusteer access sheath (was), and a 27mm watchman flx pro closure device was successfully implanted after meeting release criteria. No procedural complications were reported. The following day, the patient was reported to have died while still admitted to the hospital. The implanting physician later reported that the suspected cause of death was mesenteric ischemia believed to be related to periods of hypotension that occurred during the procedure and were not disclosed at the time. The physician stated the closure device was appropriately implanted and remained stable, and that the device or implant procedure was not believed to have contributed to the patient's death.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0038357822. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include hypotension (ischemia), and death. Risk review: a risk review was completed and confirmed that the events of hypotension (ischemia), and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that death occurred. A concomitant procedure consisting of pulsed field ablation followed by left atrial appendage (laa) closure was performed. Transesophageal echocardiography (tee) was used to obtain measurements prior to ablation. After completion of the ablation, the laa closure procedure was performed using a watchman trusteer access sheath (was), and a 27mm watchman flx pro closure device was successfully implanted after meeting release criteria. No procedural complications were reported. The following day, the patient was reported to have died while still admitted to the hospital. The implanting physician later reported that the suspected cause of death was mesenteric ischemia believed to be related to periods of hypotension that occurred during the procedure and were not disclosed at the time. The physician stated the closure device was appropriately implanted and remained stable, and that the device or implant procedure was not believed to have contributed to the patient's death.